Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the rfu red x, the system is chirping, and the battery is full with 5 led lights and the white icon. There was no reported pt involvement.